Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and her blood glucose was in the 700s mg/dl. The caller also reported that the insulin pump was not delivering insulin. The customer stated that she is not getting the basal rates and she believes the device was not functioning. The customer does not have pancreas because of the cancer. Troubleshooting was performed. The prime and fill test was performed and the device alarmed no delivery. The caller changed out the site and did a bolus, but the insulin pump did not deliver. Assisted the caller to run a manual prime test and the device did not alarm no delivery. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.